Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 11/15/2019.

Event description:
It was reported that the ventilator had an oxygen valve liftoff failure. There was no patient involvement. The customer troubleshot with technical support. The customer was not able to duplicate the reported issue and was advised to perform performance verification testing.